Event description:
It was previously reported that jerky motion of the c-arm in tomosynthesis mode was observed during a selenia procedure, our hologic field engineer scheduled a site¿s visit on 22nd of january 2025 to replace the vertical travel assembly (vta) of our selenia dimensions mammography system. When performing the replacement of the vta, hologic field engineer noticed that some screws were loose. Following request for additional information regarding this repair, on 05th february 2025, it was confirmed that some screws holding the big gear wheel at the back of the vta were spinning loose. No harm was reported. The incident was noticed during a schedule site¿s visit when no patient was in the room. On 22nd of january 2025, our hologic field engineer replaced the vertical travel assembly (vta) as initially planned. The jerky motion of the c-arm in tomosynthesis mode was most probably due to the screws holding the big gear wheel at the back of the vta spinning loose. Our selenia dimensions mammography system has been extensively tested and found to be working within the operating specifications, as well as while using during procedures with patients. No more jerky motion of the c-arm was observed.